Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation was performed. Review of the device error logs confirmed the reported device failed to complete its internal self-test. The pneumatic block was replaced to address this issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The touchscreen was recalibrated to address the unresponsive touchscreen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to a software issue while device failed to complete its internal self-test was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.